Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a severely bent grip with misalignment of the grip-tips preventing grips from closing. No broken components found as reported by the customer. The probable root cause is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaws were broken. Not aligning to close. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if the jaws were stuck closed on tissue or if there was any injury to the patient. The instrument had a dislodged/unhinged jaw or grip tip sticking out. No material was missing or detached from the instrument tip, and there were no broken cables visible at the instrument wrist. No images of the instrument or a video recording of the procedure was available for isi review.